Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery won't hold a charge. There was no reported patient involvement.